Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The blood glucose level was 200 mg/dl. The customer reported that they were not able to complete the pump rewind due to pump alarm. The drive support cap was normal. The customer also reported the sensor was not working as it should. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.